Event description:
A male patient was positioned feet first, supine and scanned with the sense body coil. After the examination reddening of the skin of the left calf was observed. Twenty two days later the patient returned to the hospital showing a second degree burn of 5 cm on the calf.

Manufacturer narrative:
(B)(4). Conclusions: the injury on the left calf is consistent with burns caused by a lack of distance and padding between the cable and patients skin (the instructions for use clearly indicate a minimum distance of 2 cm).